Event description:
It was reported that the customer had some cartridges where the o-ring became detached from the cartridge. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.